Event description:
It was reported to boston scientific corporation in 2008, that a wallstent enteral endoprosthesis with unistep plus delivery system was used during an unknown procedure performed a day prior. According to the complainant, the unistep system detached from the device while repositioning the stent. Procedure outcome is unknown. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok" and "stable".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.